Event description:
It was reported that a balloon rupture occurred. The 80% stenosed target lesion was located in the severely tortuous and calcified left external iliac artery. A 6.0mmx40mmx135cm sterling¿ balloon catheter was selected to dilate the lesion. During unspecified inflation, the balloon ruptured at 10 atmospheres. The device was removed from the patient and the procedure was completed with another of the same device. No patient complications were reported and the patients status was good.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). The complaint device was not received at the complaint investigation site (cis) for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).